Manufacturer narrative:
The broken tip and a small shard of metal were returned for evaluation. The complaint mode was confirmed. Due to the state of the returned pieces, a dimensional analysis could not be performed. The drill is slightly bent and presented with significant skiving along the body. The inner diameter of the drill presented with scoring all along the shaft. The damage sustained by the device is indicative of excessive force combined with being used over a bent ancillary (guidewire) device. Based on the evidence provided, no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Per IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ (B)(4).

Event description:
During a knee arthroscopy using the endoscpc cann.drl.bit 4.5 strl it was reported that a resistance occurred after drilling for 3 cm on the femur. The resistance was so great that the drill bit could not be advanced and the drilling process was abolished. The drill bit was retrieved by reverse drilling. The retrieved drill bit was found broken at the junction between drill bit head and shank. The remaining pieces were first punched out from the bone tunnel into the knee joint using the broken drill bit shank inserted along the guide pin at the opposite end. The broken pieces that had fallen into the knee joint were then removed with endoscopic grasper. Inspection of the main broken piece noted that the drill bit head was split longitudinally in an open-book fashion. Intra-operative x-ray of left knee showed no retained metal pieces in the knee joint and distal femur. However, post-operative x-ray of left knee revealed a 1x2mm radiopaque foreign body near the fibula.